Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(4) 2017, product type: implantable neurostimulator; product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the patient just had one implantable neurostimulator (ins). The patient regularly charged the implantable neurostimulator (ins), but there was a problem with the tip of the desktop charger. The ins had been overdischarged three times. The patient did not experience any symptoms. The ins was replaced and the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had two implantable neurostimulators (ins) that prematurely depleted. The cause of the battery depletion was potentially an issue with the recharger system. The inss were replaced and the issue was resolved. The patient was alive with no injury.